Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose for seven days on (B)(6) 2020 with blood glucose of 835 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated it with bolus and injections. Customer reported that they had several bent cannula prior to hospitalization. Troubleshooting was not completed for high blood glucose and stated that they had several bent cannula. Customer was tread by intravenously with insulin. The insulin pump will not be returned for analysis.